Event description:
It was reported that pump became hot to touch, particularly while charging, although no temperature alarms were recorded in pump history. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, confirmed shipping address, instructed customer to place pump into storage mode before return, and advised customer to manually enter pump settings, reconnect continuous glucose monitor to replacement pump, and return problematic pump using prepaid label within 10 days, all of which customer understood and acknowledged.